Event description:
It was reported that the patient had pump pocket erosion. The patient had redness, swelling and wound separation at surgical incision site. The severity was ¿moderate¿. The patient did not require hospitalization. An examination on (B)(6) 2014 had diagnostic results of abnormal redness, inflammation and erosion of surgical incision. A revision of the pump pocket with excision and debridement of subcutaneous tissue and skin was performed on (B)(6) 2014. The event did not result in a serious deterioration in the health of the patient. The patient resolved without sequelae on (B)(6) 2014. The pump was used to infuse sufenta, bupivacaine and compounded baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional information revealed that the event date was actually (B)(6) 2014, not (B)(6) 2014 as previously reported.

Event description:
Additional information was received from a healthcare professional (hcp) via psr (product surveillance registry). The event date was (B)(6) 2014 and not (B)(6) 2014 as previously reported. The event relationship to the device or therapy was 'possibly related' and the event relationship to the implant procedure was also possibly related due to surgery and anesthesia infusion. Pump programming / time from the most recent refill prior to the event ((B)(6) 2014) was on (B)(6) 2014 and not (B)(6) 2014 as previously reported. As of (B)(6) 2014 when the pump was examined it was infusing sufenta 335 mcg/ml at a dose of 179.98 mcg/day. On that same date, the pump dose was increased to 205.08 mcg/day.

Manufacturer narrative:
Conclusion: is no longer applicable for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the event onset was (B)(6) 2014 with surgical debridement on (B)(6) 2014. Based on the medical records, the patient presented on (B)(6) 2015 with swelling at the pump pocket site and was taken to surgery on (b)6) 2014 due to swelling not going down.

Event description:
Additional information received reported the therapy related event, clinical diagnosis was cellulitis of the pump pocket. The device diagnosis was blank; the relatedness to the pump component, catheter component, and ¿other component¿ were blank. The relatedness to the ¿component¿ was not related.

Event description:
Additional information received indicated that the event did not result in in-patient hospitalization

Event description:
It was later reported the examination occurred on 2014 (B)(6) and the diagnostic results included abnormal redness, inflammation and erosion of surgical incision.

Event description:
Additional information received reported the event onset date was (B)(6) 2014. The device diagnosis was cellulitis of the pump. The event was considered mild and did not interfere in a significant manner with the patient¿s normal functioning level. The event resulted in in-patient hospitalization but did not result in prolonged existing hospitalization. The event was not related to an MRI, the intrathecal medication, programming, refill or the catheter, but was related to a procedure. The event resolved (B)(6) 2014.